Event description:
We got a request to provide a new distal femoral replacement compatible with existing mets all poly tibia. The request is for 10mm refresh cut on femur with lateral e/c plate. Would like to maintain the cemented poly tibial bearing in situ. Hasn't specified the reason for revision. The original diagnosis was osteosarcoma. Left side.